Event description:
It was reported that the foley catheter was difficult to deflate on the 15th day of use. Eventually, the user had pumped with syringe needle from the inflation lumen of the foley catheter on the cutting surface and the water drained. Per follow up on 10nov2020, there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed and cause unknown. Sample was evaluated and observed heavy salt accumulation inside drainage lumen which have penetrate until inflation lumen causing blockage which caused catheter difficult to remove. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. " corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate on the 15th day of use. Eventually, the user had pumped with syringe needle from the inflation lumen of the foley catheter on the cutting surface and the water drained. Per follow up on 10nov2020, there was no impact to the patient.